Event description:
Patient came back to ir for perc gastrostomy tube insertion. Procedure successful and patient transferred back to unit. After 24 hours gtube feeds started and the patient began to decompensate. CT done and showed gtube was dislodged into peritoneum. Tube removed be mpr and sent to ir. Tube inflated under water be dr. (B)(6) and book leak detected. Tube kept aside for biomed.

Manufacturer narrative:
Internal complaint number: (B)(4).